Event description:
Pump was being used for an epidural infusion, the user programmed the pump for 100ml/hr instead of 10ml/hr and the patient received an overinfusion of bupivicaine with morphine. There was no injury or adverse effect to the patient, whose heart rate was not affected. Patient information was not available.